Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and was high due to over correcting. Customer's blood glucose value was 49 mg/dl at the time of the incident, current blood glucose was 256 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with drank fanta and peas for dinner. Customer will not return device for analysis.